Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation / functional test was performed with implant and in-house mount as the costumer did not return the mount. No malfunction discovered with customers implant and in-house mount. Implant detached from mount as intended. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and excessive torque used to place restorative component or debris stuck in implant. Therefore, based on the available information, a device malfunction did not occur with returned implant and in-house mount however could not be verified with customers mount as the customer did not return mount. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
Customer report unable to separate implant from transfer mount following placement. Implant removed-site grafted. Tooth 7.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown.